Event description:
Information was received from the patient regarding their external equipment. The patient reported that for "about the last month" they had been having issues connecting to the personal therapy manager (ptm). Patient stated when they were trying to connect to the pump, the handset "freezes at 91 percent" and they could not get "anything to happen". Patient also stated they would get a message that says app was not responding. Agent walked patient through connecting to his pump and patient was able to connect after a momentary pause at 90 percent but no message during call. Patient stated they get 6 bolus's per day. The troubleshooting steps that were taken on the call resolved the issue. Patient to continue to monitor. Additional information was received from a consumer via a company representative (rep) on 2025-05-06 regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported that the personal therapy manager (ptm) takes 21 minutes to complete a bolus, and the rep wanted help to walk the patient through how to clear the patient data. The rep conferenced on the patient and was able to walk through clearing patient data which sped up the communication significantly. It was noted it had gotten worse over time and was ~10 minutes ~6 months ago and was now over 20 minutes.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.